Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that three weeks prior to the call the patient got "kicked and dragged by a car." Since then the device was not effectively holding a charge and the patient had to charge daily instead of every 2-3 weeks as they previously had to. Because they quit charging the device went into over-discharge and it was thought to be the patient's 3rd over-discharge. Because of the over-discharge the patient had no therapy and telemetry issues. The patient was discussing with their health care provider (hcp) the next course of action and it was unknown if the system would be explanted or replaced. No interventions or outcome was provided however additional information has been requested. If received a follow-up report will be sent.